Manufacturer narrative:
The field service engineer (fse) found disconnected tubing in pinch valve pv37 that caused the leak. The fse reattached the tubing and the instrument ran without leaks or errors. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a contained blue leak of unknown volume from the right side door inside the lh500 instrument. There were lyse ambient temp error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.